Event description:
It was reported via repair work order that the foot end of the bed was drifting due to malfunction nylon glides/nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.